Event description:
As reported, the surgiphor bottle cracked while being squeezing during application. Reportedly, the cap did not detach and the product had been stored on a shelf in the supply room prior to use. There was no patient or user injury reported.

Manufacturer narrative:
As reported, the surgiphor bottle cracked while being squeezing during application. Based on the information available and without having the photos or sample to evaluate, no conclusions can be made. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.